Event description:
It was reported that during device interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The clinician elected to not perform any changes and continue to monitor the patient.